Manufacturer narrative:
Section a4, a5 and a6: unknown, information requested but not provided. Section b3: unknown, not provided, but the best estimate date is between (B)(6), 2026 and (B)(6) 2026. Section h3: the device was not returned for evaluation therefore; a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drn00v, was explanted from the patient¿s left eye due to implantation of an incorrect lens power. The lens was replaced with a non¿johnson & johnson monofocal intraocular lens (aoco 19.0 d). No complications or patient harm were reported.